Manufacturer narrative:
Hamilton medical ag`s conclusion: failure mode description: phase: startup / selftest component: esm failure effect: blue boot screen is displayed, device alarms. Ventilation cannot start. Root cause: defective esm board. Correction: replacement esm board.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up (blue boot screen).